Event description:
It was reported by the neurologist that the pt's vns generator had changed settings without any programming by the physician and then changed back at a later date. The physician has stated that he has not been trained to use the programming system and he received the system from a different physician. The physician only uses the system to check the pt's vns and training by a manufacturer rep on the use of the vns programming system is planned. The cause of the change in settings is unk, however, it is possible that it was caused by a programming anomaly. No adverse events have been reported.